Event description:
The patient stated that the v-go device fell off in the shower. The patient reported she applied the device on her stomach and showered later in the day. It was reported that the device is not available for return to the manufacturer for evaluation.